Manufacturer narrative:
This is a known potential adverse event addressed in product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated on five treatments dates (all treament areas and applicators were summarized from complainant within e-mail from 18-july-2023). On (B)(6) 2017, upper back and posterior love handles (flanks) were treated with the cooladvantage curve applicator. On (B)(6) 2017, the anterior love handles (flanks) were treated with the cooladvantage core applicator. On (B)(6) 2017, the full abdomen (upper and lower) were treated with the cooladvantage core applicator. On (B)(6) 2017, the upper abdomen was treated with the cooladvantage core applicator. On (B)(6) 2017, the chest (breast) was treated with the cooladvantage core applicator. (If additional clarification is received post emdr submission, a supplemental emdr may be issued). The complainant may developed paradoxical hyperplasia (pah/ph). Diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (pah) by medical professional (signed on (B)(6) 2023) to the chest, upper abdomen, lower abdomen, back flanks, and upper back fat (infrascapular area).